Event description:
The patient experienced shocks which were severe and through his whole body approximately 1 week after having rf lesion performed. The shocks were worse while laying down at night but occurred randomly. The patient felt that his device was "throwing him off the bed". The company rep went and saw him in the psychiatric unit. The patient insisted on giving a demonstration of what was occurring. The patient laid down on his bed, explained that the electricity took a few seconds to build up, and then he started a jerking type movement of his torso and limbs similar to an epileptic fit in appearance. He did not lose consciousness, and was able to answer questions and obey commands. He was asked exactly what it was that he was feeling and he stated that "it was like electric shocks". His device was interrogated, which was off. The company rep deleted the one program group that was programmed in the device. Then did a reset of the device with his changing unit, and interrogated the device again to ensure that it was still off and had no programming. The patient did a double check with his patient programmer, and there were no parameters available for him to alter. He experienced 2 shocks while his lead impedances were checked, which were normal. He also experienced paresthesia, which faded over a few minutes, after the device had been switched off. He was recharging his device more frequently. His device system was removed. Due to calcification and fibrous tissue formation, the surgeon was unable to remove the lead without some damage. Additional information has been requested.

Manufacturer narrative:
(B) (4).